Event description:
Multi piece device with tension wire to create a rigid retractor when tension applies to internal wire. The wire failed and pieces of the device fell into the abdomen. The failure was witnessed through the laparoscope. Protocol followed all pieces removed.